Event description:
The cutting wire broke during papillotomy of two different pts and caused a burn to the pts ampulla (but not at the site of the shincterotomy). Medical intervention was not reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying info received from outside sources pursuant to federal regulations.